Manufacturer narrative:
E1: initial reporter address: (B)(6). The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The tip of the wire sheared off during insertion.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of range. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.